Manufacturer narrative:
A titan touch pump, and cylinders 1 and 2 were received for analysis. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. The information received indicated a collapsed pump, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a collapsed pump. No other adverse patient effects were reported.